Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va024x6, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0775l, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported the patient had their device off yesterday to have their hair cut. The reporter stated that the patient felt tingling in their right hand while an electric trimmer was being used on their neck. It was noted the patient felt the tingling for about 15 seconds. It was further noted the tingling was like what the patient feels when they turn their implant on. It was noted the patient had an appointment with a healthcare professional (hcp) two weeks ago and the hcp used diagnostic ultrasound on their bladder. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported there were no subsequent problems. The reporter stated the cause of the event was unclear. It was noted that there were no abnormal impedance measurements on (B)(6) 2014. It was further noted the patient's system was interrogated by a manufacturing representative on (B)(6) 2014. The reporter stated there were no additional problems and the patient had follow up scheduled for (B)(6) 2014. It was noted the patient outcome was no injury. The reporter stated that there was no sequela and no further problems with this complaint.